Manufacturer narrative:
Complainant city: (B)(6). (B)(4). . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that catheter removal difficulties were encountered. In (B)(6) 2016, the index procedure was performed. The target lesion was located in the ramus artery with 80% stenosis and was 30mm long with a reference vessel diameter of 3.00mm. Vascular access was obtained via the right femoral artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The stent was then attempted to be removed from the coronary artery for balloon dilatation. While retracting the stent back into the catheter, the physician felt resistance. The catheter along with the stent was then attempted to be removed out. However, the catheter and the stent could not be extracted from the patient as the stent gripped the sheath, while pulling out of the femoral artery sheath. Subsequently, vascular access was changed to the left femoral artery and the right femoral artery sheath was removed along with the stent, without any vascular complications. The target lesion was then treated with pre-dilatation and placement of two 3.00 x 32mm study stents. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. There were no patient complications reported in relation to this event.